Event description:
It was reported that during the implant procedure the physician had difficulty placing the right ventricular (rv) lead due to the patients anatomy. During the lead manipulation in the cephalic vein, somehow the suture sleeve advanced into the vein. When the lead was removed, the sleeve remained in the vein. The physician then did a subclavian stick to place the lead. During manipulation of the lead the lead became "stuck" in the lead introducer. The whole system was removed and it was noted the lead insulation was bunched up at the distal end of the introducer sheath not allowing free movement in sheath. The lead was removed, but the suture sleeve remains in the patient lodged in the patient's cephalic vein. The pocket was closed and re-implantation will be attempted at later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).